Event description:
It was reported that the customer was admitted to the hospital with a blood glucose level of 900 mg/dl, with moderate ketones. It was reported that air bubbles were observed. Customer attempted to self-treat with a bolus, however was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on 10/16/22 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.